Event description:
It was reported that a cartridge alarm occurred and the cartridge began to leak during the fill tubing process. There was no adverse impact to the customer¿s blood glucose level. The customer installed a new cartridge before contacting technical support.